Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the product was not returned to the manufacturing site as it was discarded by the customer; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaints have been received in relation to this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 25.0 diopter intraocular lens (iol) was implanted in the patient's eye on (B)(6) 2019. At 1 week postop, visual acuity was 20/40. The lens was explanted on (B)(6) 2019, due to poor vision quality as a result of irregular astigmatism and ocular surface disease. A monofocal replacement lens, model za9003 25.0 diopter, was implanted. There was no medical intervention, sutures, or incision enlargement required, and the patient is doing fine post operatively. Best corrected visual acuity is 20/25 at one week post surgery. Customer also indicated that the lens was discarded at the facility. No further information was provided.